Event description:
Procedure: donor nephrectomy. Reportedly, the surgeon fired the device and reports the firing did not feel normal. Then there was a good staple line on artery of the kidney at the side of the kidney. However, on the aorta there were a few malformed staples at the beginning of the artery then there were no staples, but the knife still cut the tissue. There was 260cc blood loss for which no transfusion was necessary. The surgeon converted the procedure to an open procedure via a 12 cm long "subcotal" incision. This added between 15 and 20 minutes to the procedure. The pt was a donor in very good health. The artery seemed to be in a good condition with no arteriosclerosis.